Manufacturer narrative:
(B)(4).

Event description:
Procedure: colostomy takedown. According to the reporter: lap colostomy takedown. Tissue appeared normal, but stapler was difficult to fire. Blade completely derailed from the anvil, resulting in malformed and unformed staples while still cutting tissue. An additional 4cm of colon had to be resected. A new egiaustd and egia60avm reload was used to revise the transection. There was unanticipated tissue loss. There was unanticipated tissue damage. There was unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was a delay over 30 minutes. No device fragment fell in the patient cavity. A new egiaustd and egia60avm reload was used to revise the transection. Additional information please confirm that product will be returned for investigation. Yes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) As far as adverse events, too early to tell as intra-abdominal infections may not present until a week post-op. So far no problems. What is the last known patient status? Patient is stable and ready for discharge. Additional information received on (B)(6) 2014 the case was a lap colostomy creation, not a takedown. Patient was readmitted due to a distal staple line blowout with resultant abcess.